Event description:
It was reported via repair work order that the fowler was drifting down when raised due to fowler drive assembly was missing a bolt. It was also reported that the motion interrupt pan was cracked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.